Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that an echelon 10 catheter tip was kinked and broken. The tip of the microcatheter was normal during shaping, but it was found to be kinked and broken during the operation. A new echelon was later replaced for surgery, and the patient was fine. The catheter was flushed as indicated in the instructions for use (IFU). The devices were prepared as indicated in the IFU. The patient was undergoing coil embolization aneurysm treatment. Vessel tortuosity was minimal. The access vessel was the femoral artery with a diameter of 6.1mm. No patient symptoms or complications were reported. Additional information was received that the cause of the kinked/broken catheter tip was not determined.

Manufacturer narrative:
Product analysis: the distal tip and distal marker band were found flattened. Evidence of steam shaping was found, and some shaping damage was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.